Manufacturer narrative:
(B)(4). A sample has been reported as available, and a request has been made. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a broken luer winged cap. Additional: the device receipt date has been provided. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an intermate in which the distal end luer cap was defective. There was a breach in the sterile fluid path. The device was filled with antibiotics. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.